Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a video assisted wedge resection procedure, while firing across lung tissue the firing was not complete. The device cut the tissue slightly more than stapled. As a result, there was blood loss of 200 cc. However no blood products were administered. The device was reloaded with another green cartridge and used to complete the procedure. There was no adverse patient impact. The device was discarded. (B)(4)